Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the burned cover was use of a high-energy treatment device (such as high-frequency device) without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope operation manual: chapter 4 operation:4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited plastic distal end cover was burnt. There was no patient involvement.